Event description:
On (B)(6) 2012, pt's daughter reported the display on the pt's infusion device is not legible. Daughter stated the infusion device has not been working for approximately 5 months. Daughter reported she thinks the pt has tried to insert a new battery into the infusion device to see that resolved the issue but it did not. Daughter stated there is not a crack on the display. Daughter reported the display is just a solid blue in color end there are no numbers or words that are legible. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.